Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose over 300 mg/dl with dizziness/weakness and extreme drowsiness. Patient received no unusual treatment. Troubleshooting with customer support found the time and date were correctly set, and found no potential causes of bg issue or any potential causes of the perceived inaccurate delivery issue. The patient was advised to discontinue pump use. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: testing was unable to duplicate the complaint. No defect was found. The pump was manually suspended on (B)(6) 2014 10:57; deliveries never resumed. The last bolus delivery was on (B)(6) 2014. The black box shows a loss of prime related to a cartridge change on (B)(6) 2014 19:09. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.